Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) displayed a fault code during interrogation. The device has also been beeping and has a battery voltage of 2.8v. The physician felts that the device did not meet longevity expectations.